Event description:
Customer reported cosmetic damage to the insulin pump. The blood glucose reading is 210 mg/dl. Customer has dropped the insulin pump. Customer was involved in a vehicular accident last year. Customer passed out due to low blood glucose and hit a pole. Customer was taken to the hospital via ambulance. The low was due to not eating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected low reservoir, excessive no delivery or motor error alarms noted.